Event description:
Registered nurse (rn) was called into trauma to set up belmont rapid infuser (model rapid infuser ri-2). First set of tubing had a manufacturing error and was "twisted" and could not be connected into belmont. Same issue occurred with second set of tubing. Third set of tubing was able to be connected into belmont, but after priming the tubing, the machine kept reporting a system error for temperature. Rn then took second belmont machine, connected new tubing, and primed the line. Rn then connected tubing to the patient, and belmont reported a system error stating that the pressure was too high. Rn check for any clamped lines, and for patency of the line. There were no clamps and line was patent. Belmont kept stating a system error for pressure so rn switched fluids and blood to the alaris pump per md orders. Biomed inspected both belmont rapid infusers, testing with biomed test tubing, and did not find any issues or experience error messages.